Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day after right ventricular (rv) lead implant procedure, physician indicated suspected rv lead dislodged due to patient's dementia violent behavior. Previous x-ray showed no issue in the rv lead position. It was also reported that the rv lead exhibited oversensing. Revision procedure was scheduled, device settings were re-programmed, rv lead programmed off and remained in the patient. Subsequently, the rv lead was re-positioned and remains in use. Patient to be monitored during follow up visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.